Manufacturer narrative:
Additional information: g3: reporting source, was updated with the medwatch report received after the filing of the initial MDR. Manufacturer narrative: the alleged broken c8026 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: precautions: after use (post-operatively) do not allow soiled/contaminated devices to dry prior to pre-cleaning and disinfecting. Consider covering the re-usable device with a cloth saturated with distilled water to avoid drying of soil. Note: if the disinfection process is likely to be delayed and the devices are allowed to dry with blood, body fluid, bone, and tissue debris, it is highly recommended to spray the devices with distilled water to loosen the dried soil before proceeding to the disinfection process. All subsequent cleaning and sterilization steps are facilitated by not allowing blood, body fluid, bone and tissue debris, saline, or disinfectants to dry on devices. Warnings: the use of a washer/sanitizer or disinfection solution may affect the life expectancy of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d4 - previously the serial number was listed as unknown. After the initial report was submitted a medwatch (mw5091568) was received and the serial number was located on the medwatch. This information is being updated with this submission. The new value for serial number is (B)(6). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that c8026 device was being used on during an acl procedure on an unknown date when the guidewire broke in the graft. The surgeon decided to not remove the fragments from the graft in the patient. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to the fragment being left in the patient per surgeon.